Event description:
While giving pt an im the syringe separated from the plunger when the shot was being given. The medication shot upwards instead causing it to splash into rptr's eyes, causing burning redness and drowziness. The syringe remained in the pt's thigh.